Event description:
A surgeon reports that one day following intraocular lens implant surgery, he noted a stripe or fibril on the lens. The pt seemed unaware of it. On the third day post-op, the pt reported seeing a `line' in their field of vision. Additional info has been requested.